Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A review of the electronic record showed that the device had unexpectedly lost power. As a result, the reported issue was verified. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins and paddle retainers were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.